Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime due to a faulty force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of high blood glucose levels. The customer states that their blood glucose level was 500mg/dl. The customer's current blood glucose level was 180 mg/dl. The customer states they treated for high levels with manual injection. Troubleshoot for high levels were conducted. The device is being replaced and returned for analysis.